Manufacturer narrative:
The device has been discard, and the production batch record do not show any issue. Root cause can not be find. Follow up of the case 3001587388-2024-24367 this report is being resubmitted because the previous report sent on 04/04/2025 (increment 3001587388-2025-00008) was not accepted.

Event description:
On (B)(6) 2022, the patient underwent subdural hematoma drainage + intracranial hematoma drainage + intracranial pressure probe implantation. The purpose of intracranial pressure probe insertion was to monitor intracranial pressure changes and monitor the condition. On (B)(6) 2022, the patient's condition was stable, and the intracranial pressure probe was removed. There was no resistance feeling during removal, and no metal probe at the tail end was found after removal. The metal probe was a foreign body with intracranial presence, and an elective removal was planned. The metal at the end of the intracranial pressure probe loosened and fell off, causing indwelling intracranial. / give symptomatic treatment temporarily. When the titanium mesh repair is scheduled, the foreign body is explored and removed

Event description:
On (B)(6) 2022, the patient underwent subdural hematoma drainage + intracranial hematoma drainage + intracranial pressure probe implantation. The purpose of intracranial pressure probe insertion was to monitor intracranial pressure changes and monitor the condition. On (B)(6) 2022, the patient's condition was stable, and the intracranial pressure probe was removed. There was no resistance feeling during removal, and no metal probe at the tail end was found after removal. The metal probe was a foreign body with intracranial presence, and an elective removal was planned. The metal at the end of the intracranial pressure probe loosened and fell off, causing indwelling intracranial. / give symptomatic treatment temporarily. When the titanium mesh repair is scheduled, the foreign body is explored and removed.